Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted controller log files confirmed controller clock corrupt alarms indicating a total loss of external power to the system controller, which appeared consistent with full depletion of the backup battery, therefore causing the reported pump stoppage. The submitted controller event log file contained approximately 21 minutes of data from 05nov2019, as well as 250 events prior to this range which spanned an unknown amount of time. During these 250 events, controller clock corrupt alarms were captured due to the clock not being set correctly. Controller clock corrupt alarms were also captured throughout the submitted controller periodic log file and incorrect timestamps were also noted in the submitted lvad log files prior to 05nov2019. No other atypical alarms or events were noted. The actual speed remained above the low speed limit throughout the submitted log files and the pump appeared to be functioning as intended. Although a pump stoppage event was not observed in the submitted log files, the patient reported that they fell asleep on battery power and slept for approximately 7 hours with his pump off. The patient reportedly did not experience any adverse consequences due to the pump being off. The patient also did not recall hearing any alarms. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. No further complaints have been reported at this time. The hm3 lvas IFU and patient handbook explain the battery charge level, fuel gauge display, and all visual and audible alarms. Instructions for exchanging batteries and switching power sources are also provided. Additionally, these documents explain that heartmate 3 patients must be attached to the power module or mpu during sleep or any time when sleep is likely. It is also noted that depleting the batteries and the backup battery will cause the pump to stop. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The site reported the patient fell asleep while supported by battery power. Log file analysis noted the a pump stoppage event that lasted approximately 7 hours. The site reported the patient did not experience any adverse events due to the pump stoppage event. There were no alarms reported during the event. Log file analysis noted the controller's clock was invalid. No further information was reported.